Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. The sensing vector was set to the primary sensing vector. There was a review of x-rays from the implant and x-rays done today. It was confirmed that the electrode had migrated up near the collar bone. The doctor elected to program the therapy off and admit the patient. The patient will be discharged with a life vest to return for outpatient evaluation. There were no additional adverse patient effects. The system remains implanted.